Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and lead system presented to the hospital due to purulent discharge from the device incision. Infection was suspected and the device and leads were explanted. No additional adverse patient effects were reported. The explanted products were discarded.